Event description:
It was reported by service report that the scale was off by 12 pounds when 50 pounds was placed on the bed, and the power cord outer casing was frayed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty head right load cell. Frayed power cord outer casing.